Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that as the rn was attempting to reconnect the infusion of tpn and lipids the y-site tip of the tubing cracked while twisting onto the bd cap hub. The tubing was replaced without harm to the patient.

Manufacturer narrative:
The customer¿s report of component breakage was confirmed. Visual inspection showed the distal male luer was cracked across the top of the hub end and continuing along the side of the hub. Further inspection under magnification showed stress marks along the top of the hub end indicating that the component was mated previously. While attempting to attach the distal male luer to a lab set for testing the observed crack spread out further and the hub was unable to make a secure engagement to the mating component. The root cause was not determined.